Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported, unknown side rupture. Patient later reported, capsular contracture, baker grade iii and folds. This is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, b6, d6a, h6.

Event description:
Patient reported left side rupture. Patient later reported capsular contracture baker grade iii and folds. Device remains implanted.